Event description:
It was reported that the omnipod personal diabetes manager (pdm) gave a series of uncommanded boluses over a period of one day.

Manufacturer narrative:
It was reported that the device delivered 5 different insulin bolus doses to the patient in one day while he was at school. Patient symptoms were not reported, and medical intervention or treatment was not required. The device is expected to be returned for investigation, however as of today's date, it has not been received. The customer was provided a replacement controller. If the device/additional information is received, a supplemental report will be submitted with the investigation results.